Event description:
Patient admitted with abnormal uterine bleeding and request for sterilization. Surgery: hysteroscoy, biopsy and endometrial ablation followed by laparoscopic sterilization. Complications: the endometrial ablation went fine; however, upon doing the hysteroscopy after the procedure it was noted that there was a uterine perforation. Upon doing the laparoscopy it was noted that the burn went right up to the serosal surface. Careful inspection of all the bowel showed no evidence of any other additional damage; however, the patient will be monitored postoperatively and as outpatient.====================== manufacturer response for endometrial ablation, novasure======================have not heard back.